Event description:
It was reported that the device had early battery depletion. It was noted that the left ventricular lead had high thresholds. The device and lead were explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the device had early battery depletion. It was noted that the left ventricular lead had high thresholds. The device and lead were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had a cosmetic depression.